Event description:
The customer reported a colleague infusion pump with a reported condition of an intermittent stop key on the channel b pump head module keypad. It is unknown when or at what point in the process the reported condition occurred. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an intermittent stop key on the channel b pump head module keypad. The root cause was determined to be a disconnection in the keypad flex circuit board vertical interconnect accesses. The channel b pump head module keypad was replaced to repair the reported condition. Service history review determined that the device has not been previously sent into service for the reported condition of "keypad-phm-channel b". A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).